Manufacturer narrative:
(B)(4). The customer provided three photos for analysis. The complaint of "broken package - sterility compromised" was able to be confirmed by the photos. The customer returned one unit of 528235 visistat 35w 6/box for investigation. The individual returned unit was an unopened sample in its original packaging. The right edge of the packaging of the returned unit was observed to be cracked. The sterile barrier of the returned sample is compromised due to the packaging damage. Per DHR the product visistat 35w 6/box lot # 73d2200205 was manufactured on 04/08/2022 a total of (B)(4) pieces. Lot was released on 04/21/2022. DHR investigation did not show issues related to complaint. The sterile barrier of the returned sample is compromised due to the packaging damage. The reported complaint of "broken package - sterility compromised" was confirmed based upon the sample received. Visual examination of the returned sample revealed that the packaging is damaged to the point of a compromised sterile barrier. CAPA 387 has been previously opened to further investigate this issue. Root cause is identified in CAPA 387. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
Reported issue: the package was found cracked upon opening it.

Event description:
Reported issue: the package was found cracked upon opening it.

Manufacturer narrative:
(B)(4). From the pictures provided the defect was confirmed as reported by the customer broken package sterility compromised. However, it is necessary to receive the physical sample to perform a proper investigation, determine root cause and implement corrective actions. P/n 528235 is not being manufactured currently, another part number from the same family was use for the verification of failure mode reported in the current manufacturing process and was conducted as follows: 125 staplers were taken from the current production from p/n 528435 deroyal surgimate 35w 24/ case lot# 73b2300441 the staplers were visually inspected and issue reported broken package sterility compromised was not observed in the current manufacturing process. The device history review for the product visistat 35w 6/box lot # 73c2200991 investigation did not show issues related to the complaint. In conclusion, the failure mode broken package sterility compromised could be confirmed with picture provided but it is necessary to receive the physical sample to perform a proper investigation, determinate the root cause and corrective actions. If the complaint samples become available at a later date, this complaint will be updated accordingly.